Manufacturer narrative:
(B)(6). The article was written by mariano fernandez-fairen, daniel hernandez-vaquero, antonio murcia, ana torres, rafael llopis. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. Fernandez-fairen, et al. " trabecular metal in total knee arthroplasty associated with higher knee scores: a randomized" clin orthop relat res (2013) 471:3543¿3553. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It was reported in a journal article two patients had progressive radiolucent lines under the anterior flange of the femoral component after a knee arthroplasty on an unknown date. No further information is available.